Event description:
Dentist's office reported a patient was experiencing lip swelling after 3 days of at home whitening.

Manufacturer narrative:
Desensitizer is the likely cause of an allergic reaction. Office was instructed to ask patient to discontinue whitening until swelling subsides. Any future whitening will be done without the desensitizer. Followed-up on (B)(6) 2014 - patient's symptoms had subsided. Followed-up on (B)(6) 2014 - patient began whitening again. Symptoms have gone away completely.